Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported hospitalization due to high blood glucose. The blood glucose reading is 219 mg/dl. Customer was transported by ambulance to hospital. Customer experienced vertigo, dizziness, vomiting, dry heaving and high blood pressure. Customer stated that the bolus wizard program was too much. Nothing further reported.